Manufacturer narrative:
This follow up report is being submitted to relay additional information. Updated: h4 updated with manufacturing date 23 sep 2016. H6 updated method 4109 and 3331. H6 updated results 213. H6 updated conclusion 61. Parts not returned for evaluation. The DHR was inspected and all dimensions were within the acceptable tolerances. The root cause is unknown. Failure to adequately tighten the set screws can result in disassociation.

Manufacturer narrative:
(B)(4). Concomitant medical products - item: 00-0907-1203, locking proximal femur 90 degree x 3.5mm varus plate, 12mm offset, lot: 052579-e; item: 00-0903-2642, 3.5mm locking cortical screw, t15 hex, size 42mm, lot: 141056-j; item: 00-0903-2642, 3.5mm locking cortical screw, t15 hex, size 42mm, lot: 141056-j; item: 00-0903-2642, 3.5mm locking cortical screw, t15 hex, size 42mm, lot: 009u7; item: 00-0903-2612, 3.5mm locking cortical screw, t15 hex, size 12mm, lot: 163180-j; item: 00-0903-2512, 3.5mm locking cortical screw, t15 hex, size 12mm, lot: 163647-j. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was retained by the patient's family. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00049, 3006460162-2018-00050, 3006460162-2018-00051, 3006460162-2018-00052, and 3006460162-2018-00054.

Event description:
It has been reported that following a transverse osteotomy procedure, the implanted screws were discovered to be backing out of the plate. The patient underwent a revision procedure to replace the plate and screws. No additional patient consequences were reported.